Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged which was confirmed through a rising of pacing threshold measurements. It was reported that it was likely a micro-dislodgement if anything as the sensing and impedance measurements were fine. Further, the physician wanted to revise the lead earlier rather than later to ensure an optimal long term patient outcome. This rv lead was explanted. No additional adverse patient effects were reported.